Event description:
Nellcor puritan bennett received information that suggested the device failed to cycle with both audible and visible alarms. This was reported to be while in patient use. No patient harm.